Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient presented in 2007 with diarrhea approximately four weeks following a ventral hernia repair. The surgeon suspected the presence of adhesion and brought patient back to surgery fifteen days later. The surgeon stated that the mesh produced four perforations in the small intestine. A portion of the mesh was excised.